Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. The pump alarmed with a hardware low level failure alarm and a motor arm cannot communicate with the main arm alarm. Troubleshooting was not completed due to the partial display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank non-flashing white liquid-crystal display with vertical/horizontal white lines due to cracked liquid-crystal display glass. Unable to perform the self test, displacement test or verify missing segments due to blank display.